Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that during surgery it was difficult for the needle to penetrate through the skin. The needle appeared to look different.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this batch. Manufactured and mainly distributed (B)(4) units of this batch. There are 12 units of this batch that have been blocked. Received one closed sample. Checked the needle tip of the sample received and is the usual and current one. The needle of the closed sample received were tested for needle puncture strength test. Needle puncture strength test is used to determine the puncture strength of the needles. Each needle is tested with 10 punctures. The penetration result is 0.528n. This result is higher than the specification of penetration for these needles (0.480n). The complained needle have worse penetration performance. The steel of the needle raw material was changed to a different steel type for a more suitable performance of the needle. This is probably the difference found by the customer between both batches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil the requirements. Final conclusion: taking into account that the result of sample received does not fulfil the specifications, we conclude that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.